Manufacturer narrative:
The device remains in the patient, therefore product testing on this device could not be performed. Device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and dislodged stent are identified in the labeling as a known inherent risks of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
It was reported that an istent patient presented post-op with recurrent iritis post-operative imaging via gonio revealed that the istent body appeared to be sticking up out of the trabecular meshwork (tm), while the snorkel was observed to almost be against sclemm''s canal (as if the stent were over rotated and now the body has come back out of the canal). The surgeon reported that the irritation of the tm is the only explanation for the iritis. The surgeon has discussed stent explant vs stent repositioning with the patient but will re-examine the patient as he believes that the issue is subsiding and hopes that any inflammation will subside. Additional information has been requested.